Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 17-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient and manufacturing representative (rep) reported that the area of her implantable neurostimulator (ins) pocket is sore. They stated it had been that way since implant, but has gotten a little more sensitive, and she can feel the ins more. Additionally, the patient reported that shortly after implant they were bending, lifting, and twisting. A lead migration was confirmed via x-ray on (B)(6) 2020. It was noted that the patient felt stimulation in their abdomen. They were given additional programming options with good coverage for their new pain pattern, but continues to still have stimulation in their abdomen, which they felt since implant. The patient indicated that they were still getting satisfactory relief. No further actions were planned to be taken at this time. The issue was reported resolved.